Event description:
It was reported the right ventricular (rv) lead high voltage coil impedance had been trending in the 60-70 ohm range and there was a one time impedance measurement of greater than 100 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2011. Daily hv lead impedance trend data shows a spike increase for defib and superior vena cava (svc) defib= 46 to 106 ohms peak between (B)(6) 2011 and (B)(6) 2011 then returning to 68 ohms on (B)(6) 2011.